Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure the aiming beam was observed to be forward firing. The surgery was completed using an alternate procedure "turp". Patient outcome: "no injury" reported.